Manufacturer narrative:
Electrode belt sn (B)(4) was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A distributor contacted zoll on (B)(6) 2015 to report that a (B)(6) year old male patient had an open wound underneath an electrode on the left side. The patient reported that he was going to show his cardiologist the wound. Follow-up indicated that the patient ended use of the lifevest for due to improved ejection fraction.